Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During a pacemaker replacement procedure of the subject device with two leads that were implanted on (B)(6) 2003, connection difficulties were obtained. Reportedly, the atrial lead was connected normally, but the ventricular lead could not be fully inserted. The physician subsequently disconnected the atrial lead, and connected the ventricular lead to the atrial channel, but was not able to fully insert the atrial lead into the ventricular channel. The physician noted that the tip of the setscrew was visible inside the ventricular channel, and the set-screw was loosened by more than two turns. Another physician also attempted lead connection, unsuccessfully. The physician also indicated that "some resistance was felt around the proximal terminal block". Another pacemaker was subsequently implanted instead.